Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2,h3, h6 and h11. Investigational summary: the device was returned to j&j medtech for further evaluation. A non-sterile embovac aspiration catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and one compressed condition was found at 8.8 cm from the distal end of the catheter. Additionally, three kinks were found on the proximal end of the catheter: the first next to the ID band, the second at 9 cm, and the third at 9.5 cm. No fractures were identified under magnification. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported regarding a catheter being damaged is confirmed based on the compressed condition found during device inspection. The damage could have been the result of an insufficiently opened hemostasis valve since according to risk documentation, a catheter can become damaged during catheter insertion through hemostasis valve of guide sheath/balloon guide/guide catheter if the hemostasis valve is not sufficiently opened, and damages on the catheter may increase resistance/friction during advancement of the catheter. It is possible that clinical and procedural factors may have also contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. The additional kinks found at the proximal end of the catheter were not originally reported. The exact time of occurrence cannot be determined; therefore, this is not considered related to the failure reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contain the following precautions: exercise care in handling the catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. No (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that prior to the procedure, both the device packaging and the device itself were inspected and found to be in good condition. During the initial thrombus removal attempt, the embovac aspiration catheter (product code: ic71125ca, lot number: 31459079) became impeded in the c3 segment of the internal carotid artery and could not be advanced to the target site. The physician removed the thrombus aspiration catheter from the patient for inspection and observed that the catheter tip was kinked/bent. The device was replaced with a new thrombus aspiration catheter, and the procedure was completed successfully. The surgery was prolonged by approximately 10 minutes. No patient injury was reported. Additional event information received on 25-feb-2025 indicated that the target vessel/site was in the left side of brain. There was vessel tortuosity. The 10-minutes procedural delay did not result in any adverse patient consequence.